Manufacturer narrative:
Continuation of concomitant: dtmb1d4 crtd; 419678 lead; 383069 lead implanted:(B)(6) 2019.

Event description:
It was reported that the right ventricular (rv) lead was undersensing during post shock pacing. The device remains in use. No patient complications have been reported as a result of this event.